Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the green stripe tubing on the upper sheath restrictor had popped off and fluid dripped down the bottom of the instrument. The fse replaced both pieces of green stripe tubing to the restrictor to resolve the leak and the low diluent error. (B)(4).

Event description:
The customer reported clear fluid leaked under the left side of the coulter lh 780 hematology analyzer while running patient samples. The customer indicated that 5 ml of fluid leaked and was not contained within the instrument. The customer noticed the leak when the instrument generated low diluent error. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.